Event description:
It was initially reported by the nurse that one of their patient was experiencing an increase in seizures. She did not provide the patient's or the treating physician's name. No additional information was provided at the time of initial report. Good faith attempts to obtain additional information has been unsuccessful till date. The cause of event is unknown at this time.